Event description:
It was reported that the device was used during a bowel procedure. The device misfired, the staple line unzipped as if there were no staples. The anastomosis was hand sewn and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.